Manufacturer narrative:
Malposition involving an unknown triathlon baseplate was confirmed by x-ray. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Conclusions: based on the medical review provided suboptimal cementation technique of both femoral and tibial component has contributed to a weak implant-bone interface where additional baseplate malposition in excessive posterior tibial slope contributes to an overload condition in the arthroplasty resulting in early loosening of the femur requiring revision. The tibial baseplate shows signs of incipient loosening but was retained at revision surgery in malposition which may potentially introduce future problems in the arthroplasty. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient had a right knee revision due to aseptic loosening.